Event description:
It was reported that following an ablation procedure, the patient experienced cerebral edema and a hemorrhage in the right cerebellum. The patient also experienced injury to the right temporal bone. The patient was treated with a craniotomy and ventriculostomy. The event was considered resolved on (B)(6) 2017. There were no further patient complications reported in relation to this event.